Manufacturer narrative:
The customer biomed tested the device following the event and all tests passed. A spacelabs field service engineer (fse) arrived onsite for further investigation. The error logs were collected from the ten year old device and reviewed by spacelabs technical support specialists. Findings from the logs indicate a loose connector involving the temperature adapter cable. The customer was advised to inspect and or replace their temperature adapter cables. The module software was also updated to the latest configuration by the fse as a preventive measure. The device passed all tests and was returned to service. This report is considered complete and the matter closed.

Event description:
Spacelabs received a report of a second occurrence on (B)(6)2017, where a monitor began continuously cycling power during use. No one was injured as a result of this event.